Manufacturer narrative:
Pending investigation: d10. Concomitants: (B)(6) , 02-012-45-2030 - lgc tibial fit tray cem sz 2f / 3t. (B)(6), 200-05-26 - inset patella 26mm. (B)(6), 02-010-03-0220 - logic cr femoral cem, left sz 2.

Event description:
As reported via legal documentation, this patient had bilateral knee replacement with their left knee replaced on (B)(6) 2016. The patient is schedule to have left knee revision on (B)(6) 2023. The reason for revision has not been provided. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
H6. Investigation results: the logic device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no other information available.

Manufacturer narrative:
The revision reported was likely the result of tibial insert prosthesis wear. Additional reasons for the reported revision may be prosthesis wear of the patella, potential femoral loosening and inclusion of the polyethylene in the packaging recall. Additionally, the sequence of events as related to the reported wear and femoral loosening cannot be confirmed and the contributions of each to the reported event cannot be determined. However, the reported tibial insert prosthesis wear is confirmed from the provided information. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, d6b, h6 (a codes). If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.